Manufacturer narrative:
Pr#: (B)(4). Pt info was requested and the customer refused, reporting the info is confidential.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed occurrence. The customer reported the unit was in use on pt, but there was no pt harm.